Event description:
Pt states that at on (B)(6) 2025 at approximately 1230 pm, she had an episode of hypoglycemia (glucose dropped to 40 according to cgms) that resulted in loss of consciousness. Pt states she was treated by paramedics and not transported to hospital. Pt was wearing omnipod 5 insulin pump in auto mode with humalog at the time she lost consciousness and denies having given any insulin by injection in the previous 24 hours. Pt states that just prior to losing consciousness, cgm (continuous glucose monitor) reading showed bg (blood glucose) dropping. On the way to the nurses office, her blood glucose dropped into the 50's, but she didn't have symptoms of low blood glucose. On arrival to the nurses office to do a fingerstick with a blood glucose meter, patient lost consciousness. Pt states that she had a prior low bg that day at about 930 am that she treated with a small piece of fruit (clementine) only. Pt states that she boluses for all carbs she consumes (often eats carb as infrequently as once daily.) Pump data for two weeks shows no patterns warranting settings' changes.